Event description:
The customer reported to olympus, evis exera iii gastrointestinal videoscope tested positive for microorganisms on multiple days. The device was purchased in january and when tested, the device was found to be within specification. In april, the device tested positive for 10-100 colony forming units (cfus) of pseudomonas aeruginosa. In july, the device tested positive over 100 cfus of pseudomonas aeruginosa. After two days of incubation, less than 1 cfu were found. After 7 days in the drying cabinet, 1 cfu of microccocus luteus was found. All channels were sampled. Additionally, a dent on the scope was noticed as well. This MDR is being to submitted to capture the reportable malfunction of the device testing positive for bacteria. Related patient identifiers: (B)(6) (addresses the results observed in (B)(6) 2022) and (B)(6)(addresses the results observed in (B)(6) 2022).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided additional microbiological testing. For the july testing, the device tested positive for more than 100 colony forming units (cfus) pseudomonas aeruginosa from the flushings and brushings. The scope was retested on (B)(6) 2022 and tested positive for micrococcus luteus (value between 1 ¿ 9 cfus) and on (B)(6) 2022 and tested positive for one (1) cfu of staphylococcus hominis. Additionally, the device was returned to olympus for evaluation and the customer¿s allegation could not confirmed. The wear of the angle wire, the play of the up/down knob was out of specification. The adhesive on the bending section cover was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.